Event description:
Biotronik linoxsd 65/18 lead fracture --- it was explanted in this revision procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).